Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tube, sample port connector, catheter and test. Visual inspection of the sample confirmed that the catheter balloon was inflated using 10 ml of methylene blue solution (prepared as 3 drops of 1percent aqueous methylene blue per 100 ml of distilled water). The balloon inflated and deflated without issue, and no restriction in flow was observed. The drainage bag was filled, and water was able to flow freely through the outlet tube with no abnormalities noted. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the green clamp on the drain bag was fully sealed and not able to drain the urine. The catheter was replaced with a new one. Patient had an unneeded secondary catheterization. No product retained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the green clamp on the drain bag was fully sealed and not able to drain the urine. The catheter was replaced with a new one. Patient had an unneeded secondary catheterization. No product retained.